Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to receiver not turning on. The battery was replaced with a known good battery to retrieve the receiver download. A receiver download was performed and shutdown with greater than 10% battery charge capacity was observed. The receiver case was opened, and an internal visual inspection was performed and passed. A battery inspection was performed and failed due to a defective battery. Confirmation of the complaint was confirmed. The probable cause was a defective receiver battery.